Event description:
On 07/21/2009, advanced infusion, inc., was served with a complaint by pt alleging that in 2003, an advanced infusion anesthetic delivery system, a "pain pump," using a catheter affixed to the pt's shoulder, post-arthroscopic surgery, delivering continuous infusion of marcaine, resulted in severe and permanent damage to the cartilage of his shoulder joint, a/k/a chondrolysis. Specifically, the pt alleged that the product labeling was inadequate in that it did not adequately warn that the safety for a continuously injected anesthetic had not been established for use in the shoulder joint; that continuous infusion of anesthetics into the shoulder joint space may cause serious injury to the joint cartilage; that the labeling did not specifically precaution against placing the catheter in the joint space. A review of advanced infusion, inc's complaint database revealed no corresponding complaint. Advanced infusion, inc cannot confirm the basis of this complaint. Significant time has passed between the event and the allegations of the complaint. No product is available for investigation. Advanced infusion, inc believes that its products do not lead to narrowing of the joint space and/or chondrolysis when used according to the product's labeling and directions for use.